Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf147) was due to a defective main circuit board (pcb) and motor cap. The main pcb and motor cap were replaced to address this issue. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a stalled main blower. There was no patient injury reported as a result of this incident.